Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as downstream occlusion. The device was found in specification. The customer reported occlusion was unable to reproduced during evaluation. A review of the event history log identified downstream occlusion. However, it cannot be determined if the alarms are true or false. No correction is required. The device was found to function as designed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an occlusion. There was no patient involvement. No additional information is available.